Event description:
Fifty-nine yr old with painful contractures, ptosis of nipples. Implants were intact at removal however, pathology reprt notes "collagenized capsules tissue (focal tissue response consistent extruded silicone). "